Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tip of the device broke off. A truepath cto device was selected for use. During procedure, the device was pulled out to shape then inserted it back in. However, resistance was felt, so the device was puled out to flush but the tip of the truepath detached was noticed inside the rubicon support catheter. The catheter was then removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.